Event description:
It was reported that a 5407-fa2-023 broken during surgery when being used with the 5400-300-000 pi drive. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.

Event description:
It was reported that a 5407-fa2-023 broken during surgery when being used with the 5400-300-000 pi drive. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.